Manufacturer narrative:
Customer ordered the wrong product from their supplier. There was no issue with the product. This supplemental is to cancel the MDR submitted as this is a non complaint.

Event description:
Customer ordered the wrong product from their supplier. There was no issue with the product. This supplemental is to cancel the MDR submitted as this is a non complaint.

Manufacturer narrative:
The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a package of bd vacutainer® safety-lok¿ blood collection sets contained luer locks and they should not. There was no report of exposure, serious injury or medical intervention.